Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who had been receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as spinal cord injury/spinal cord disease and intractable spasticity. From the implant date in 2002 until 2004 the patient's catheter sheared multiple times. A possible cause was that the patient was very active and very thin. The patient was very sensitive to spinal pressure changes and two times he had severe spinal headaches that lasted for a week. In 2004, the patient chose to stop using the pump and catheter because of the surgeries to replace/repair the catheter. Follow-up is being conducted for drug information, other medications that the patient was taking at the time of the event, medical history, specific dates and causes of the catheter issues/headaches, troubleshooting, diagnostics and actions/interventions taken to resolve the issue. Refer to manufacturer report # 6000030-2015-00161 for the event related to the catheter implanted in (B)(6)-2002. Refer to manufacturer report # 6000030-2015-00162 for the event related to the catheter implanted in (B)(6)-2003.